Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill estimate occurred when the cartridge was filled with 200 units of insulin. Additionally, it was reported that the fill estimate reading was inaccurate. Customer's blood glucose level was 289 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.